Event description:
A customer contacted beckman coulter inc. (Bec) stating that liquid was leaking from the unicel dxi 800 access immunoassay system.per customer, the leak was waste out of the liquid waste area and approximately, 1-2 quarts of liquid had leaked. No injury or exposure was reported and medical attention was not sought.

Manufacturer narrative:
Bec cts (customer technical support) generated a service request and a field service engineer (fse) was dispatched on-site (B)(6) 2011.fse discovered that the leak was due to leaking wash buffer transfer tubing. Fse replaced the tubing and verified repair per established procedures. The issue was resolved.the root cause for this event is attributed to the leaking wash buffer transfer tubing.the bec internal identifer for this event is (B)(4).